Manufacturer narrative:
The returned components were evaluated and found the wear was almost entirely on the bearing which is to be expected as this is the softer material and considering the length of time the items were implanted. The femoral had hardly any evidence of wear and the tibial only a very small amount. The system had worked well over a period of ten years and was only replaced due to osteoarthritis. The damage to the meniscal femoral bearing surface appears to have been caused by material becoming embedded into it, possibly bone cement or bone debris (osteophytes) none of which is now evident. There is a slight oversize condition of the femoral spherical radius which is the area that comes into contact with the bearing but the present drawing is six issues later than that used at the time of manufacture, so there may have been dimensional changes as a result or there is always the chance that the loading on the femoral during normal usage had caused a distortion of the posterior flange, in either case the femoral had been in full contact with the bearing area. The damage to the tibial and tibial bearing surface of the meniscus are in line with the pks having been in use for a period of time.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent primary oxford knee surgery on (B)(6) 2002. Revision procedure was performed on (B)(6) 2012 due to progression of lateral and patella osteoarthritis. No further information has been received.